Event description:
The hospital complained that the codman cmc3 bipolar coagulator would lose power intermittently while the freehand viewing wand was powered on. During the reported event, a cranial case for an aneurysm rupture, the site experienced a loss of power to the coagulator. Other coagulators of the same type were tried with the same result. Once the viewing wand was powered off, the coagulators began functioning as expected. No complications or injuries resulted to the patient. Subsequent investigation revealed that the problems resulted from infrared interference, since both the freehand viewing wand and the foot pedal control for the coagulator use infrared sensing.